Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: no product was returned; the investigation was performed based upon a review of the received medical images. Upon review of the medical images, it can be confirmed that the helical blade has migrated medially out of the nail into the pelvic region of the patient. The cause for the migration is not able to be determined. Images of the locking mechanism of the nail show that the mechanism has been damaged due to post manufacturing damage. This post manufacturing damage to the locking mechanism would negatively impact the retention capability of the nail. No further conclusions were able to be confirmed as the products were not returned for investigation and no lot information was provided. A review of the risk documentation show that the failure is appropriately covered and an occurrence rate shows that the historical rate of failure is within acceptable limits. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent total hip arthroplasty on an (B)(6) 2018, due to the trochanteric femoral nail advanced (tfna) helical blade protruding medially through the nail and through the femoral head. The patient originally underwent an open reduction internal fixation (orif) of the right femur on (B)(6) 2018. All implants were removed without incident. Procedure was completed successfully with an unspecified delay. Current patient status is unknown. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown tfna nail. This is report 2 of 2 for (B)(4).